Manufacturer narrative:
The medical center returned for analysis the impella pump product. The pump was inspected and found to have no abnormalities. The root cause of the patient's bleed was therefore due to patient management. The failure mode will be monitored and trended.

Event description:
A patient was admitted for a high risk coronary angioplasty. She had disease in all 3 coronary arteries that would be treated with the hemodynamic support of an impella cp. The cp was seen to be out of optimal left ventricle position. The pump was replaced. During the pump replacement a retroperitoneal bleed was suspected originating at the impella access site. The bleed was treated with 2 units of blood replacement.